Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer reported that the drive support cap was sticking out. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The insulin did exit during prime. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. No constant no delivery alarms noted during testing. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Drive support disk was inspected and no anomaly was noted.